Event description:
(B)(6) clinical trial. It was reported that during a stenting treatment procedure, vessel dissection occurred. (B)(6) 2012 - the 70% stenosed target lesion located in the mid right coronary artery (rca) was 16 mm long with a reference vessel diameter of 2.6 mm. The physician performed pre-dilatation using a 2.5 x 15mm quantum balloon catheter, which resulted in a grade "b" dissection not requiring intervention. Subsequently, a 2.50 x 20 mm omega stent was implanted. Following post-dilatation, residual stenosis was 10%. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).